Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. Field engineer was able to examine the console and found the following ; issues with software getting stuck during launching. Found issues with tray alignment and internal mechanism. Found artifacts on the images and run testing. Ran all applicable calibrations. Verified the repair fixed the reported issue. System meets manufacturers specifications after the work on it.

Event description:
It was reported that during a brevera procedure on (B)(6) 2022 the brevera was not taking tissue samples during procedure. Seeing error csl 16:16. Patient developed hematoma from extended probe insertion time. No other information is available.